Manufacturer narrative:
Placeholder.

Event description:
Lead management case to extract one non-functional lv lead (unk manufacturer). The physician began the procedure by prepping the lead and inserting an lld #1. The physician was able to extract the lead with a 12f glidelight laser sheath. Upon removal of the lead a decrease in blood pressure was noted. The physician placed a pericardial drain removing 600cc¿s of blood. After the initial fluid removal a significant decrease in fluid was noted from the drain. The physician was able to successfully implant new leads. The patient survived without additional intervention. The physician suspected that the injury was located at the svc/ra junction and had self-closed via tamponade.